Event description:
Sales rep indicated that a tang broke off of the 14mm/18mm working channel into the pt. The broken tang was not discovered until one day post-op. Currently the dr does not plan to retrieve the tang.